Event description:
User facility reported that the device was in use with a pt. The time in use was not provided. According to user facility, after use, pt sustained burns on the upper left arm. No alarms were noted during the procedure. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.